Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Visual inspection of the main circuit board revealed electrolyte leakage. Review of the device data logs confirmed the reported device failed to complete its internal self-test, however, it could not be reproduced during performance testing. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf140 and sf82 were due to super capacitor electrolyte leak. The investigation determined that the root cause of device failed to complete its internal self-test is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self test and displayed error messages (sf82 and sf140) related to an alarm system fault and alarm priority. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self test and displayed error messages (sf82 and sf140) related to an alarm system fault and alarm priority. There was no patient harm or serious injury reported as a result of this incident.